Event description:
"The pencil malfunctioned during surgery a few weeks ago". The customer was contacted and indicated that the surgeon stated "the pencil is not working". No injury to pt / personnel.